Manufacturer narrative:
The device was returned for evaluation and it was determined that it was out of calibration at the zero setting. This would not affect the grafting ability. All other grafting settings, .0010, .0020, .0030 were within calibration. It was further determined that the control bar was slightly forward from the specified setting. The device was repaired, recalibrated and returned to the customer. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that when taking a graft from a pt's thigh, the air dermatome produced a graft which was deep in the middle and shallow at the sides of the graft. It was noted that the graft appeared thin and cylindrical. It was reported that mineral oil was used to lubricate the graft site. It was further reported that the device was not recalibrated after taking the first pass at the graft. There was no report of injury or adverse consequences with this incident.